Event description:
Due to pt's labile blood pressures, the provider felt accurate blood pressures were necessary and attempted to place a radial arterial monitor line. Provider inserted the needle into the artery, but was unable to advance the introducer. The provider then tried to back out the introducer, but the introducer was stuck as was the catheter. The provider could not disconnect the needle from the catheter. The provider applied gentle constant pressure and pulled out the entire apparatus. Provider was concerned for a retained foreign body at that time and/or injury to the vessel. X-ray studies showed a piece of the catheter had broken off within the soft tissue.